Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Traces of moisture were noted at lcd assembly per visual inspection. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was worn in pocket while playing at the beach. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced